Event description:
In 2008, the patient reported that for the past 2 months he has issues with the piston rod of his infusion device sticking and causing e4 (occlusion) errors. He is able to clear the error by retracting the piston rod and resetting the infusion device for a partial insulin cartridge. He stated that he can hear a grinding noise coming from the infusion device. The infusion device has not been dropped or exposed to extreme temperatures of moisture. He stated that last week he passed the infusion device through the x-ray in the airport, however, he had already been experiencing these issues. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional of second party to address the issue. Product was replaced and requested to be returned for evaluation.